Event description:
The baxter service technician reported a colleague infusion pump which expereinced failure code 812:01 during device evaluation, interrupting delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:01. The root cause was determined to be a faulty pump head module. Pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of failure code 812:01 was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the customer refused the service estimate. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the device has not been previously sent into service for the reported condition of "fc 812:01". Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.